Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was in hypothermia on arctic sun device. The cooling phase was complete, but the pattern is not changing. The patient was still 34.1c. Water is 30c. Target temperature was 37c. Nurse has adjusted the rewarm settings to rewarm from 37c to 37c at a maximum rate. Water level 5. Heater command 100 percentage. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through draining excess water from the circulation tank. Water temperature increasing (33-34c by end of call). Suggested adjusting the rewarm from temperature to current patient temperature and rewarm rate per facility protocol.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was in hypothermia on arctic sun device. The cooling phase was complete, but the pattern is not changing. The patient was still 34.1c. Water is 30c. Target temperature was 37c. Nurse has adjusted the rewarm settings to rewarm from 37c to 37c at a maximum rate. Water level 5. Heater command 100 percentage. Confirmed alert 113 (reduced water temperature control) in event log. Walked nurse through draining excess water from the circulation tank. Water temperature increasing (33-34c by end of call). Suggested adjusting the rewarm from temperature to current patient temperature and rewarm rate per facility protocol. Per customer via phone on 02jul2024, it was reported that therapy was completed on the patient manually with bair huggers instead of the arctic sun. There was no impact to the male patient. They could not remember any identifying information regarding the patient. They reports that the patient cooled but did not rewarm so bair huggers were used. The device was sent to biomed.